Event description:
The customer reported that while the unit was in use on a pt, the timing could not be adjusted correctly. When inflation and deflation are adjusted, the numerical display is correct but the waveform does not reflect the changes. The pt was switched to another unit and therapy was continued. No pt injury was reported.